Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient underwent fusion surgery in which rh-bmp 2/acs was used. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.